Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
I-supreme registry. It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A supera stent was implanted on (B)(6) 2021. At the twelve months follow-up, it was reported that the patient died on (B)(6) 2022. Cause of death is unknown. It is unknown if the supera caused or contributed to the patient¿s death. It is unknown if an autopsy was performed. No additional information was provided.